Event description:
Report two of two received of a "tubing split" during power injection. It was reported that a patient was having a CT to rule out a pulmonary embolism. The patient had a peripheral angiocatheter connected to a primary line of unspecified hydration solution. The power injector tubing was connected to the distal clave port and was set to infuse 100cc of contrast at 3cc/second. Several seconds after the start of the injection, the tubing was noted to have "swelled and split" distal to the clave port. There was reported bleed back, but no significant blood loss. The IV site and tubing set were changed, and the injection was completed with no further problems or delays in diagnostic testing. There were no reported adverse effects to the patient. Additional information was requested, but no further information was provided.